Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 0125 boston scientific lead, implanted (B)(6)1997. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device initially withheld therapy due to detection of t-wave oversensing (twos) which turned out to be false detection of twos. In addition, the right atrial (ra) lead observed undersensing on the electrogram. The device and lead remain in use. No patient complications have been reported as a result of this event.